Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left circumflex lesion. Pre-dilatation was to be performed with a 3.0x12mm nc trek balloon but failed to cross due to anatomy. Resistance was also met with the lesion during removal. The device was replaced with a same size non-abbott balloon to continue to successfully complete procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.